Event description:
Both the clip and the applier jaws scissored around the artery and became locked there. The surgeon had to manipulate the instrument in order to free it. It was reported that the previous clips in the cartridge were loaded and applied without incident. It was the last clip in the cartridge that the event occurred with.